Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-rays were not available for review. The surgeon noted there was no loosening of the tibial implant. Potential root causes are subsidence or stress fractures. Due to lack of x-rays root cause is inconclusive. There is no evidence indicating a failure of the implant and system.

Event description:
Revision.